Event description:
The plaintiff alleges that they used latex gloves for the purpose of protection. The plaintiff alleges that the unreasonably dangerous and defective condition of the latex gloves was the sole proximate cause, proximate contributing cause, or a substaintial factor, causing injury and damage to them. The plaintiff further alleges that they discovered their injury for the first time in 1999. Furthermore the plaintiff alleges the following damages: (1) severe past, present, and future permanent disability and disfigurement; (2) past, present and future medical bills; (3) past, present and future pain and suffering and emotional and mental distress; and finally (4) loss of wages and wage earing capacity.